Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that upon the clinician's arrival to shift, they were notified by the day shift nurse that the lipids had been stopped during the day due to them repeatedly alarming occluded. When lipids were restrated (with new bag and new tubing) at 2150, they alarmed occluded again. The line was flushed, checked blood return, and re-started them. They reportedly continued to alarm occluded for a few minutes and then randomly when the infusion was re-started, one time they didn't alarm any more. In the morning, around 0440 they started to alarm again. The clinician tried to repeat the things they did at 2150 to get them to infuse but they continued to alarm. There was patient involvement but unknown impact.